Event description:
This companion external battery was not in use by a patient. A syncardia clinical support representative reported that the companion external battery was not recognized in multiple companion 2 drivers. This alleged failure mode poses a low risk to a patient, because the issue was observed when the external battery was no it use by a patient. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.